Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, directly after docking and with the patient under anesthesia during a robotic laparoscopic ileocecal resection, the arm triggered a non-recoverable communication error which immediately disappeared. The arm was restarted and the surgery continued without further incident. There was a 5-10 minute delay resulting in longer anesthesia time due to the restart. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the calibration failure with the arm cart assembly was reproduced and confirmed in the field. A fault detection circuit (fdc) procedure was performed to address the calibration failure. The issue with the arm cart assembly was fully resolved and ready for use. Evaluation of the logs indicated an occurrence of an error code for 'functional isolation break' occurred on the arm cart. The fault detection circuit detected a break in isolation of the arm cart power supply. The error was resolved by a restart. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a fault detection circuit voltage out of specification. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, directly after docking and with the patient under anesthesia during a robotic laparoscopic ileocecal resection procedure, the arm cart assembly triggered a non-recoverable communication error which immediately disappeared. The arm cart was restarted and the surgery continued without further incident. There was a five to ten minute delay resulting in longer anesthesia time due to the restart. There was no patient injury.